Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and oversensing of noise. It was reported that the lead configuration was initially reprogrammed to unipolar pace, bipolar sense, however, the patient complained of pocket stimulation. The patient was then brought back to the clinic and the lead configuration was programmed to bipolar pace/sense and the impedance alert limit was increased to 2,500 ohms. A measurement greater than 3,000 ohms was observed and the hcp had questions regarding turning off the lead impedance alert as well as turning off the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits at 490-510 ohms and threshold measurements were noted to be appropriate. The patient was noted to pace only 1 percent in the rv. Technical services discussed troubleshooting options as well as the option of continued monitoring if the lss is programmed off. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and oversensing of noise. It was reported that the lead configuration was initially reprogrammed to unipolar pace, bipolar sense, however, the patient complained of pocket stimulation. The patient was then brought back to the clinic and the lead configuration was programmed to bipolar pace/sense and the impedance alert limit was increased to 2,500 ohms. A measurement greater than 3,000 ohms was observed and the hcp had questions regarding turning off the lead impedance alert as well as turning off the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits at 490-510 ohms and threshold measurements were noted to be appropriate. The patient was noted to pace only 1 percent in the rv. Technical services discussed troubleshooting options as well as the option of continued monitoring if the lss is programmed off. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and oversensing of noise. It was reported that the lead configuration was initially reprogrammed to unipolar pace, bipolar sense, however, the patient complained of pocket stimulation. The patient was then brought back to the clinic and the lead configuration was programmed to bipolar pace/sense and the impedance alert limit was increased to 2,500 ohms. A measurement greater than 3,000 ohms was observed and the hcp had questions regarding turning off the lead impedance alert as well as turning off the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits at 490-510 ohms and threshold measurements were noted to be appropriate. The patient was noted to pace only 1 percent in the rv. Technical services discussed troubleshooting options as well as the option of continued monitoring if the lss is programmed off. This product remains in service. No adverse patient effects were reported.it was reported that the local field representative contacted technical services (ts) for further discussion regarding the potential causes of the intermittent high out of range rv pacing impedance measurements. Ts discussed the potential of a lead insulation issue, a lead to device header connection issue, or both. Subsequent information was received that a device and rv lead replacement procedure has been scheduled for an unknown future date. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and oversensing of noise. It was reported that the lead configuration was initially reprogrammed to unipolar pace, bipolar sense, however, the patient complained of pocket stimulation. The patient was then brought back to the clinic and the lead configuration was programmed to bipolar pace/sense and the impedance alert limit was increased to 2,500 ohms. A measurement greater than 3,000 ohms was observed and the hcp had questions regarding turning off the lead impedance alert as well as turning off the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits at 490-510 ohms and threshold measurements were noted to be appropriate. The patient was noted to pace only 1 percent in the rv. Technical services discussed troubleshooting options as well as the option of continued monitoring if the lss is programmed off. This product remains in service. No adverse patient effects were reported. It was reported that the local field representative contacted technical services (ts) for further discussion regarding the potential causes of the intermittent high out of range rv pacing impedance measurements. Ts discussed the potential of a lead insulation issue, a lead to device header connection issue, or both. Subsequent information was received that a device and rv lead replacement procedure has been scheduled for an unknown future date. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and oversensing of noise. It was reported that the lead configuration was initially reprogrammed to unipolar pace, bipolar sense, however, the patient complained of pocket stimulation. The patient was then brought back to the clinic and the lead configuration was programmed to bipolar pace/sense and the impedance alert limit was increased to 2,500 ohms. A measurement greater than 3,000 ohms was observed and the hcp had questions regarding turning off the lead impedance alert as well as turning off the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits at 490-510 ohms and threshold measurements were noted to be appropriate. The patient was noted to pace only 1 percent in the rv. Technical services discussed troubleshooting options as well as the option of continued monitoring if the lss is programmed off. This product remains in service. No adverse patient effects were reported. It was reported that the local field representative contacted technical services (ts) for further discussion regarding the potential causes of the intermittent high out of range rv pacing impedance measurements. Ts discussed the potential of a lead insulation issue, a lead to device header connection issue, or both. Subsequent information was received that a device and rv lead replacement procedure has been scheduled for an unknown future date. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.